Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the leads and the implantable neurostimulator are "slipping." Patient wants to discuss possible reprogramming or replacement. The issue was not resolved through troubleshooting. Patient is working with their health care professional.